Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. A lead fracture was suspected and confirmed via fluoroscopy. A procedure was performed where the ra lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.